Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during dwell 4 of 5. The home patient (hp) stated that she had cycled the power and the hc proceeded to press go to start. The technical service representative (tsr) had the hp review the alarm log and it showed that a system error 2367 occurred. The tsr informed the hp to start over with new supplies or use manual supplies to complete therapy. The tsr instructed the hp to inform her nurse of the system error 2240. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She stated that after starting over with new supplies therapy went well. She did not recall anything unusual about her supplies. Therapy since has been going well. She had told her nurse about the incident, and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(6) 2012. She stated that she had not been contacted by the patient specifically, but that the patient may have spoken to another nurse. The nurse stated that the patient was continuing therapy on the homechoice and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.